Event description:
The cam02 inter-cranial pressure and temperature monitor was not zeroing. It is unknown if the device was in contact with a patient, if the patient was prepped for surgery, if there was patient injury or if the incident led to an increase in surgery time. It was reported that no revision or medical intervention was required.

Manufacturer narrative:
Integra completed its internal investigation 02/16/2017. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual evaluation. DHR review: the DHR review was completed for cam02 monitor serial number (B)(4). The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Trend analysis: a review of complaints history dated 14-dec-15 to 31-jan -17; 7 complaints contained the search criteria. During the time period ¿dec 15 to jan 17¿, the global product usage for cam02 monitors was calculated as 31,566 usages. The quantity of complaints in the complaint review (7) can therefore be calculated as 0.02% (2 x 10-4) (occasional) of procedures. Failure analysis: the evaluation verified the complaint as valid; the cause was identified as the customer¿s camcabl was defective and thus resulted in the complaint incident. The nature of the cam02 monitor system results in complaints being reported by the customer as failure symptoms for the cam02 monitor. The reported symptom is not indicative of the actual failure. Conclusion: the root cause is identified as the customer¿s camcabl was defective and thus resulted in the complaint incident.